Event description:
Information received indicates the right siderail will not lock due to a broken center arm assembly.

Manufacturer narrative:
The technician replaced the center arm assembly to repair the bed. The technician noted the siderail center arm might have been damaged by the account.